Event description:
It was reported that the patient presented for an ablation procedure. The pulse generator exhibited loss of capture, after 15 minutes thresholds was acceptable. The patient would be rechecked in the morning and would continue to be monitored.

Manufacturer narrative:
(B)(4).